Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus") and dyspareunia ("dyspareunia in female") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (da vinci robotic total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, systemic lupus erythematosus, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, systemic lupus erythematosus, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: patient commented though her condition can be debilitating at times she is still blessed enough to still function. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. Event medical device removal deleted and new events abnormal uterine bleeding, dyspareunia in female and uterine fibroid were added. Plaintiffs address and date of birth added. New lawyer added. Date of insertion and removal updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case correction. Signi- amendment. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced systemic lupus erythematosus ("lupus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and systemic lupus erythematosus outcome was unknown. The reporter considered medical device removal and systemic lupus erythematosus to be related to essure. The reporter commented: patient commented though her condition can be debilitating at times she is still blessed enough to still function. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event added - systemic lupus erythematosus. Hysterectomy added in non-drug treatment notes; new reporter added; reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.